Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Test strips expired. Customer will get new test strips from va. Most likely underlying root cause: mlc-22- client is testing with expired test strips test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer is waiting for the new strips from va. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call; customer states he purchased a new vial of strips and the meter is reading fine. Customer is comfortable with the meter and strips and the results he is receiving. Customer satisfied.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did report symptoms of feeling lightheaded, swollen tongue and dry mouth at the time of call. Customer denies the need for medical attention at the time of call. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/31/2017 (test strips expired) and open vial date is undisclosed. Customer has multiple vials of expired test strips the meter memory was not reviewed for previous test result history. During the call on (B)(6) 2018 customer states that on (B)(6) 2017 meter read 47 mg/dl fasting (asymptomatic). Customer states he ate a snickers bar and two small chocolates. States 20 minutes later his blood sugar was 141 mg/dl non-fasting and he ate a peanut butter sandwich. States thirty minutes later he read 142 mg/dl non- fasting. Customer then went to the ER. Customer states he was stumbling and his wife was holding him by the hand. States he also ate a pay day bar and took two glucose tablets. Customer states he read 149 mg/dl non-fasting at the ER. When he saw the doctor, the doctor obtained a reading that was over 200 mg/dl non-fasting.